Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a posterior lumbar fusion (plif) construct was performed approximately one year prior to this report. The patient fell and reported he could hear a squeaking noise but had no pain. A revision was performed due to 2 of the screws had broken and the patient had not fused one year post-operative and was of a healthy weight range. This is report 9 of 10 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device names: mnh, mni, kwq, kwp. Reported only as approximately one year prior to this event. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.